Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged introducer sheath was confirmed, but the exact cause was unknown. One 4fr s/l per-q-cath PICC was returned for investigation. The PICC was received with the stylet in the lumen. One unsplit excalibur introducer sheath was also returned for investigation. The needle had been removed from the sheath and was not returned for investigation. The distal tip of the sheath was damaged. The sheath length was 1.23 inches from the distal end of the green hub. A microscopic examination of the sheath revealed two splits in the distal end of the sheath material. A functional test revealed that the 4 fr tubing was able to pass through the sheath without restriction. The observed damage of the sheath can occur during insertion of the excalibur needle and sheath; however, the exact mechanism of damage could not be determined and no defects associated with the manufacturing process were observed on the returned sample. A lot history review (lhr) of redq0982 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the product was opened and checked before operation. Cracks were noted with the body of the introducer needle. The product was unusable. (B)(6) 2021 the returned device was found split during evaluation.